Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Patient reported the infusion set is leaking. Patient stated the infusion set wasn't inserted into his skin. Patient reported he noticed the leakage because the patching was wet and insulin was building under the patch. Patient stated the infusion set integrity was affected. Patient reported the cannula had a "c" shape and it wasn't in his body. Patient stated the adhesive was wet and he wasn't receiving any insulin. Patient reported he doesn't know what happened. Patient alleges the cannula was broken. No adverse event reported. Product was replaced and requested return of the alleged infusion set for evaluation.